Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg required corrective maintenance/repair as it was noted that the hanger assembly was broken, o-ring hanger seal was missing, the atrial/ventricular patient connectors were broken, the nut patient connector spanner was missing, the device battery voltage was low (depleted) and the incoming test failed due to the patient connector issue. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance / repair as was broken and had loose parts inside. The epg was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement reported.